Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: angiosculpt. Guide wire: bmw; whisper; prowater flex. Stent: xience alpine. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects however the failure to advance and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The xience alpine stent delivery system and prowater guidewire devices referenced are being filed under separate manufacturing report numbers. (B)(4).

Event description:
It was reported that the procedure was performed to investigate a possible chronic total occlusion in the left circumflex artery (lcx), which had a previously implanted stent. Three abbott guide wires were advanced during the procedure: a whisper, a bmw and a prowater flex. The prowater flex was in the proximal left circumflex artery (lcx), while the bmw and the prowater flex guide wires were not used in the lcx. Three non-abbott balloon dilatation catheters were used in the procedure, and a non-abbott scoring bdc was also used. Then, a severe dissection was noted in the proximal lcx. Stenting was attempted with two xience alpine stents due to the dissection. The first xience alpine stent was successfully implanted. Then a 3.50x8.00mm xience alpine stent delivery system (sds) failed to cross the lesion, and when it was removed, the dissection spiraled from the lcx to the left main ostium. The patient went into cardiac arrest and was treated with medication and chest compression. Three additional xience alpine stents, one sized 3.5x15mm, were successfully implanted to open up the clotting and restore blood flow. Angiography indicated that during the procedure, the 3.5x15mm xience alpine sds developed thrombosis. After implantation, the patient was sent to the ICU for recovery. Later that day, during recovery in the ICU, the patient experienced cardiac arrest and expired. No additional information was provided.